Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented in clinic for routine follow-up, and the atrial lead exhibited noise. During explant, the lead appeared to be fractured. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation degradation at 4.4 cm from the connector pin. The insulation was abraded at 10.3 cm to 10.6 from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported noise.